Event description:
It was reported that the sonopet universal handpiece was hot during surgical procedure at the user facility. The procedure was completed successfully with the same device without delay; no adverse consequences or medical intervention were reported.